Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert triggered for high and out of range right ventricular (rv) lead high voltage (svc) coil impedance. A fracture was suspected. A defibrillation threshold (dft) test was done with the svc coil turned off and the patient was rescued externally. The svc coil remains off at this time. The rv lead remains in use. No patient complications have been reported as a result of this event.